Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for four (4) colony forming units (cfus) of staphylococcus warneri. The sampling occurred during reprocessing. The customer is sending the device in for preventative maintenance. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is being submitted to capture the reportable malfunction of the device testing positive for staphylococcus warneri.

Manufacturer narrative:
Date of event: (B)(6) 2021. During follow up with the customer, the customer clarified the device was being sent in for preventative maintenance as the four (4) colony forming units (cfus) were considered to be within acceptable range. The device has been sent to olympus for evaluation and the evaluation has not been completed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.